Event description:
It was reported that the attachment to the drill guide would not allow for the drill bit to slide through. The drill bit got stuck and had to be forced through with a lot of pressure. There was no spare instrument in the case. "The surgeon had to be careful to complete the case." There was no harm to the patient. Surgery time was extended more than 10 minutes due to the incident. No add'l anesthesia was administered due to the incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.